Event description:
Surgeon states he inserted and bagged the appendix specimen; when he deployed the endobag the specimen shot out one end of the bag and spilled into the abdomen; another endo pouch was added to the surgical field and operated without error and specimen was retrieved and removed; abdomen was irrigated with suction irrigation.======================manufacturer response for endopouch retriever, endopouch retriever (per site reporter).======================tell staff decomtamination procedures are part of the ethicon return kit and staff should not be afraid to return a used item that has malfunctioned; ethicon endo would liked to have examined this item; ethicon endo has mailed us a free pouch; tracking number issued by ethicon is pi1-9qoi3m.